Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The pump was received moisture damage at motor. The pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call of moisture damage and damage from the insulin pump. The customer's blood glucose reading was 88 mg/dl. The customer stated that the top of the battery compartment has been broken off for a couple of months. The customer had the pump on and jumped into the pool. The customer stated that the pump immediately went blank. The customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.